Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex colonic stent was to be used during a colonoscopy with stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the end of the stent did not open. The stent was removed and another wallflex colonic stent was placed to complete the procedure. There were no patient complications reported as a result of this event. A photo of the complaint device was received, and it appears the end of the stent was not fully expanded.